Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hub leak is inconclusive due to poor sample condition. One photo sample of a powerpicc luer hub was provided for evaluation. The luer hub is being held by the clinician and an arrow is drawn pointing to it. The presence of a leak or damage that may contribute to a leak could not be clearly observed from the sample. Based on the information provided, possible contributing factors include damaged component and damaged connector interface. Since the presence of a leak could not be clearly observed from the image, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported that the patient with PICC catheter implantation, implantation date (B)(6) 2023. Family reports leakage since catheter implantation. When visiting, the catheter presents a leak at the edge, refluxing all infused medication. Catheter discarded and replaced. No other information was provided. Additional information received 17 july 2023: leakage occurred between the adapter and the catheter. There was no harm to the healthcare professional, but there was harm to the patient, since the medication was not completely infused. It was necessary to change the catheter. There was no exposure of blood or chemotherapy, since the team of professionals decided to administer the chemotherapy through another access. It was not reported which drug was currently being administered. Catheter replaced by surgery.

Event description:
Customer reported that the patient with PICC catheter implantation, implantation date (B)(6) 2023. Family reports leakage since catheter implantation. When visiting, the catheter presents a leak at the edge, refluxing all infused medication. Catheter discarded and replaced. No other information was provided. Additional information received 17 july 2023: leakage occurred between the adapter and the catheter. There was no harm to the healthcare professional, but there was harm to the patient, since the medication was not completely infused. It was necessary to change the catheter. There was no exposure of blood or chemotherapy, since the team of professionals decided to administer the chemotherapy through another access. It was not reported which drug was currently being administered. Catheter replaced by surgery.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that the patient with PICC catheter implantation, implantation date (B)(6)2023. Family reports leakage since catheter implantation. When visiting, the catheter presents a leak at the edge, refluxing all infused medication. Catheter discarded and replaced. No other information was provided.